Event description:
The customer reported that the insulin pump was not rewinding at all, but he did not get any error message. The blood glucose reading was 200mg/dl. The caller also mentioned that the device was stuck on the rewind/bolus delivery loop. Assisted the customer rewinding/filling tubing process and was completed the process successfully. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked case at the display window corners and reservoir tube, scratched screen and broken belt clip slot.